Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported patient experienced ipg pocket pain due to scar tissue. As a result, the ipg was revised (B)(6) 2025 to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.